Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Occurred during an inguinal hernia repair procedure. The balloon would not inflate. Had to open another device to continue the case. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of 1 device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted the dissector and trocar balloons appeared intact. The inflation syringe was received. The lock collar and valve seal appeared to be intact. Pmv performed functional testing which included inflation of the dissector and trocar balloons; no leaks detected. No other abnormalities were observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.